Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. After predilation of the vessel, the physician was attempting to stent an occluded right coronary artery (rca) with a taxus liberte' 3.5x16mm drug eluting stent. While attempting to place the stent in a side branch of the rca, the stent came off the balloon and could not be located. The physician thought that the stent was still in the rca but this could not be confirmed until the evaluation had been done. The patient was discharged but further evaluation is scheduled for an unknown date.